Event description:
The patient¿s legal guardian reported pod had caused bleeding and burning at the infusion site, no swelling was observed. The patient¿s blood glucose level increased to 360 mg/dl (20 mmol/l) while wearing the pod on their leg for 2 hours. There was no medical assistance required. As treatment a new pod was applied. The device investigation found a tear in the cannula.

Manufacturer narrative:
The device was received for evaluation with a crack running through the top and bottom housing. Corrosion was observed in the crack and the internal components around the crack were observed to be heavily corroded. Due to the corrosion, the battery voltages were measured to be lower than expected and the data was unable to be downloaded. The cracked housing can be confirmed as a fluid ingress point and can be confirmed to have contributed to internal corrosion, low battery voltages and data loss. The exposed portion of the soft cannula was found to have a tear and caused leakage, as fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damage or defects were found with the device, and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.